Event description:
Subsequent to previously filed report, additional information was received: it was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 5f sheath hole prior to an endovascular aneurysm repair procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture came out with the knot intact¿ was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 5f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, all steps were performed correctly; however, when the prostyle device was retracted the suture came out with the knot intact. Another prostyle device was attempted but the same issue occurred. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 12f and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.